Event description:
Remington pacing cables fl-601-97 lot #'s 131262 and 131021 were opened for use. The plastic grips would not open enough to accept pacing wire post. No alternative. Surgeon was able to finally get pacing wire post into grip after considerable manipulation and effort. Value analysis team notified.